Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2018-07316. It was reported the patient experienced new knee and leg pain after an abandoned scs system implant procedure on (B)(6) 2018 (please see related MFR. Report#: 1627487-2018-07061 and 1627487-2018-07062). The patient was hospitalized in the intensive care unit (ICU) for four days where a large hematoma in the patient¿s spine was discovered. The patient was released from the hospital but the leg pain continues to be unresolved.